Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 5.1, lab inr: 2.4. The exact time between testing and the pt's therapeutic range is unk. There was no reported adverse pt sequela. Though requested, the customer was unable to provide any additional info.

Manufacturer narrative:
Investigation pending.